Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented into the emergency room with chest pain. A chest x-ray revealed that the right atrial lead was dislodged. No additional information was available.